Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the study, this new self-expanding covered stent provides good short-term patency in chimneys, branches, or fenestrations.

Event description:
Received article: caradu, c. E. (20109). Endovascular treatment of complex aneurysms with the use of covera stent grafts. Journal of vascular and interventional radiology, pp. 1942-1948. Purpose: to characterize the short-term results of a newly available self-expanding covered stent for the reconstruction of target vessels in complex aneurysms. Method: from august 2017 to november 2018, this self-expanding covered stent was used in 17 patients during endovascular aneurysm repair. Per the article: adverse events included endoleaks, monoparesis, aphasia, dural hematoma and pulmonary edema.

Manufacturer narrative:
Product number and serial number provided. Based on the review of the device history records and product complaint details atrium can find no fault with the product. This lot of advanta v12 covered stents passed all quality and performance requirements.